Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when trying to boot the central nurse's station (cns), the cns software would not load and it gave a "not responding" error message, then rebooted on its own. They tried replacing the hdds, but the issue persisted. Technical support (ts) had them remove the network cable to attempt to get a "network disconnect error" so they could get into the windows environment to check the screen resolution and font size, which they were able to do on the second attempt. The display settings were correct. Ts then had the customer reconnect the network cable and attempt to relaunch the cns software, but the cns rebooted again while loading. No patient harm was reported. Investigation summary: the reported device was sent in for evaluation and repair. Nk's repair center confirmed the complaint and found that degraded hdds and corrupted software was the root cause. Both hdds were replaced, the system was re-imaged, tested, and returned to the customer. Unlock codes were later provided to restore bed capacity to 32 bed. Nk will continue to monitor and trend. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/16/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer informed nk that there is no available information on any connected devices at the time of the event. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when trying to boot the central nurse's station (cns), the cns software would not load and it gave a "not responding" error message, then rebooted on its own. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that when trying to boot the central nurse's station (cns) the cns software would not load and it gave a "not responding" error message, then it rebooted on its own. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when trying to boot the central nurse's station (cns) the cns software would not load and it gave a "not responding" error message, then it rebooted on its own. They tried replacing the hdds, but the issue persisted. Technical support (ts) had them remove the network cable to attempt to get a "network disconnect error" so they could get into the windows environment to check the screen resolution and font size, which they were able to do on the second attempt and the display settings were correct. Ts then had the customer reconnect the network cable and attempt to relaunch the cns software, but the cns rebooted again while loading. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: mm/dd/yyyy emailed the customer via microsoft outlook for all information in the ni list above: the customer informed (B)(6) that there is no available information on any connected devices at the time of the event.